Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the outer tubing overlay, the outer tubing overlay melted, the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression and there was apparent explant damage.

Event description:
It was reported the right ventricular (rv) lead had a malfunction. Follow up was attempted but no more specific information was able to be obtained. The proximal end of the lead was removed, the lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.